Manufacturer narrative:
Unit received with operating currents within specification. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed the delivery accuracy test. Unit received with cracked battery tube threads, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s niece reported via phone call that they experienced high blood glucose level and of 700 mg/dl as well as diabetic ketoacidosis and had the customer was into the intensive care unit on (B)(6) 2018 at 11 pm. The customer¿s current blood glucose level was 77 mg/dl. The customer was treated by manual injections and blood glucose went down. Customer was wearing the insulin pump at the time of hospitalization. Customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.